Event description:
It was reported that bilateral revision surgery was performed. Pain, weakness of the legs and hips, elevated cobalt and chromium levels, and fluid accumulations around the hip were reported.